Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd eclipse¿ needle was clogged and had leakage. The following information was provided by the initial reporter: nurse was administering the immunization to the student at the school and after inserting the needle into their deltoid the plunger on the needle would not move. H5: imdrf annex a grid: a0504.

Event description:
It was reported that the bd eclipse¿ needle was clogged and had leakage. The following information was provided by the initial reporter: nurse was administering the immunization to the student at the school and after inserting the needle into their deltoid the plunger on the needle would not move.

Event description:
It was reported that the bd eclipse¿ needle was clogged. The following information was provided by the initial reporter: nurse was administering the immunization to the student at the school and after inserting the needle into their deltoid the plunger on the needle would not move.

Manufacturer narrative:
H.6 investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3: see h.10.